Event description:
The facility reported a colleague infusion pump with a failure code of 810.11. The event was reported to have occurred during biomed servicing. During the product evaluation, a baxter technician discovered that the event occurred during delivery based on device event history review. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The ail pcb (air in line printed circuit board) was recalibrated as a precaution. A follow-up report will be submitted if additional information becomes available.